Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the insulation layer of the tip of the pacing lead was damaged. The lead was replaced. No patient complications have been reported as a result of this event.